Event description:
Per received report: unintended detachment occurred in the microcatheter during withdrawal when the coil failed to detach after several attempts. The procedure was eventually completed and the pt was reported "good" post surgery.

Manufacturer narrative:
Upon product's receipt, visual eval and functional eval was performed. The detachment control box (dcb) and connecting cable (ccb) were not returned. The coil was implanted. The device positioning unit (dpu) passed electrical testing. The detachment fiber melted as designed. Therefore, the root cause of the nondetachment, followed by an unintended detachment during removal cannot be determined. In addition, without the return of the detachment control box (dcb) and the connected cable used in the procedure, it cannot be determined if these components contributed to the complaint event. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.